Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal delivery. The customer's blood glucose (bg) level was 300 mg/dl and the customer delivered a correction bolus to address the elevated bg level. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed the infusion set site and successfully resume insulin delivery.